Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, the colonovideoscope was observed to display a blackout with no image. In addition, white residue was found in both sides of the air/water supply channel, and the air/water cylinder. There was no patient involved.